Event description:
"Convertible ivc filter was placed but did not self expand. Dr (B)(6) was able to get a catheter through the filter and inflate a balloon to get the filter to expand. He had to assist several different sides before full expansion was achieved.".

Manufacturer narrative:
Device history record batch record file number 37027617 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No similar complaint was reported on the batch released in july 2024. Summary of investigation no involved device was returned for investigation. The involved filter was successfully implanted after the reported event. No x-ray picture taken before or during the reported event was returned for evaluation. - raw material historical review: the raw material used for the vena cava filter batches included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause the received elements and information do not allow us to conclude on the real cause of the incident encountered by the customer. The filter non-opening after release is a known defect of the vena cava filter implantation. Without the involved sample, conclusive pictures/videos of the event, no root cause can be identified. Conclusion no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met event. This type of incident is rare. No actions plan is foreseen at that time.

Manufacturer narrative:
The investigation result will be completed in a follow-up report.

Event description:
"Convertible ivc filter was placed but did not self expand. Dr (B)(6) was able to get a catheter through the filter and inflate a balloon to get the filter to expand. He had to assist several different sides before full expansion was achieved."